Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or bent cannula, or to determine their root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that after approximately one hour of pod wear, the cannula did not appear to have properly inserted into the skin. Upon pod removal, the pink slide was observed not to have moved forward, indicating a needle mechanism failure; however, the cannula was visible and appeared bent. No impact to the patient¿s glucose levels was reported.

Manufacturer narrative:
Additional information received on february 5, 2026, confirmed that the pink slide was visible and had advanced as expected during needle deployment. It was further confirmed that the cannula did not insert properly into the skin, as it deployed on top of the skin rather than entering the body. Based on this clarification, there is no allegation of a needle mechanism failure. Insulet¿s analysis of the provided information deems that the reporting requirements were not met and therefore, this event is no longer considered reportable.